Event description:
A malfunction alarm was reported with no notable events occurring prior. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. The issue involved a resettable malfunction code, and the customer was assisted by technical support in resetting the pump. Following the reset, the malfunction did not recur, and the customer was advised to continue using the pump and contact support if any further issues arose.